Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E.1 initial reporter phone: (B)(6). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3179643. D4. Medical device expiration date: 31may2024. H4. Device manufacture date: 12jul2023. D4. Medical device lot #: 3059232. D4. Medical device expiration date: 29feb2024. H4. Device manufacture date: 12apr2023 h3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes, 68 tubes with airbubbles in the gel were reported. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 28-mar-2024. H.6. Investigation summary: bd received sixty eight(68) samples for investigation. The customer samples were evaluated along with four hundred (400) retention samples of the incident lot selected from bd inventory. The samples were tested and the indicated failure mode for gel air bubbles was observed. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated. The bhr review for batch 3179643 and 3059232 were satisfactory per internal procedures. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes, 68 tubes with airbubbles in the gel were reported. There was no report of patient impact.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes, 68 tubes with air bubbles in the gel were reported. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: device history records have been reviewed, there have been no related quality notifications, and all processes and final inspections are in compliance with specification requirements. For batch: 3059232, a maintenance record on the gel machine potentially related to the reported incident was highlighted in the control plan. No customer return samples or photos/videos were received. 400 retention samples were visually evaluated, 200 from batch: 3059232 and 200 from batch: 3179643. Tubes with the presence of bubbles in the gel were found in the retention samples from both batches above the acceptance criteria according to vs50007. Bd was able to confirm the reported incident through retention samples although likely manufacturing defects were identified. Complaints received for this device and the condition reported will continue to be tracked and evaluated. The information will be captured in trend reports and monitored. Our business team regularly analyzes collected data to identify emerging trends.